Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that two 2 vapr wired foot pedal. The pedals are rusted and pins on cord broken. The complaint device was received and inspected. Visual observations revealed that the device was worn. Also, it was corroded below the pedals. Besides, the button was broken and without its cap. Finally, it was found that one of connector pin was broken, therefore cannot be connected into the generator. The possible root cause for the damage in the pins can be attribute to the heavy use while trying to connect to the generator. Although, the possible route for the rest of the findings can be attribute to fair wear and tear due to age and use. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
Sales rep called august 13 and left message with product complaints to with the following information however has not received a response. Per sales rep customer has 2 vapr wired foot pedal. Pedals are rusted and pins on cord broken. Additional information provided by the affiliate reported the lot numbers are unknown and this failure was noted during pre-operative set-up. It was reported a different foot pedal was used to complete the procedure and the device will be returned for evaluation.